Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown case, the clips were malformed. Another like device was used to complete the surgery. There was no patient consequence.